Manufacturer narrative:
Sc-1200 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The device would not be charged nor linked after several charging attempts. Internal visual inspection found the battery had been depleted (1.17 volt), and would not be charged due to the damaged charger coil witch was open near the ipg header. The damaged coil was preventing the battery from being charged. Using an external power source, the device data was captured. No charging attempt recorded during the manufacturing process, suggesting that the damaged charging coil was not identified after the initial battery installation.

Event description:
A report was received that the patients ipg was not able to hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not able to hold a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that device malfunction was suspected with the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients ipg was not able to hold a charge. The patient will undergo an ipg replacement procedure.